Event description:
The antiosculpt device was very difficult to load on to a 0.014" abbott spartacore 300 mm guide wire. It was a very tight fit and could hardly slide to load it. The physician was unable to advance into the introducer sheath. It took five mins to remove the device from the wire once they determined it would not go down into the pt. The physician removed the guide wire and the device together since the device got stuck on the guide wire. The physician then decided to use a competitor's product. Additional info received on (B)(4) 2013: the physician inserted a 0.014" guide wire inside the pt. The physician had difficulty loading the angiosculpt device and the guide wire together. The physician rewired the lesion to complete the procedure with a boston scientific 4x100 mm device.

Manufacturer narrative:
The angiosculpt device got stuck on the guide wire. The physician removed the device and the guide wire as a unit. The physician then rewired the lesion to complete the procedure, which resulted in prolongation of the case. The angiosculpt device was returned intact to the 0.014" guide wire. Visual examination found a flared distal tip and an accordion inner member. The markers bands were pushed distally and the proximal end of the balloon broke from the distal shaft but remained intact to the device. The transition tubing and inner member were severely stretched that the overall catheter measured approx 15 cm over the specified length. No portion of the device separated from the catheter. The evidence observed during lab analysis suggests that the device experienced excessive exertion of force applied by the user.